Event description:
Originally reported to physio-control that the device "needs servicing" now being reported by the customer that the charge-pak, attention, and service wrench icons are displayed. Device is being replaced per field action, there was no report of patient's use associated with the reported event.

Manufacturer narrative:
The device will be evaluated by the failure analysis lab upon its return to physio-control. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.